Manufacturer narrative:
Clarification to: the "needling" done in this case is not "needling" procedure usually used post-glaucoma surgery. The surgeon used the needle as tool in a secondary intervention to manipulate the device and the conjunctiva and resolve the exposure of the device and leakage of the bleb. There was no fibrosis noted and intraocular pressure was not high. The event of fibrosis is no longer reportable.

Event description:
Additional information received: the tip had eroded through the conjunctiva. It was very localized to the end of the tip. The physician needled to free the xen from the thin conjunctiva where it was leaking. The iop was not high but an intervention was required to stop the leak.

Manufacturer narrative:
DHR review: a review of the device history record has been completed. No deviations or non-conformances noted. The reported events of leak and possible erosion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported patient "had a leak and possible erosion" with an unknown eye one week post-operative. Treatment was noted as "needled and excised the tip and now it is functioning well with good pressures." The device remains implanted.

Event description:
Additional information received: during the needling procedure, the distal tip of the xen was amputated, not intentionally but this had no sequalae. Affected eye is left eye.